Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient was having a lot of problems with their new implantable neurostimulator (ins). Specifically, the patient was not getting stimulation coverage on her back in the last three months prior to the report. It was also reported that she felt pressure like it was rubbing on her bone on her right side by the ins site and their doctor wanted them to have an MRI. The patient also felt a burning sensation in her legs and groin and a shooting pain down her legs and privates. If the patient walked, she needed to stop until the pain and numbness went away before she could continue walking and she had fallen a couple of times. Lastly, it was noted that these issues worsened during the last three months and the patient would continue with a healthcare professional (hcp). There were no further complications reported or anticipated.